Event description:
It was reported that the physician using the tray stuck himself with the 25 gauge x 1" needle. There were no complications reported from the incident.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.